Manufacturer narrative:
The product was returned for analysis and the plunger not advancing was observed. The device was returned loose inside the product carton. The lens bay and nozzle have already been removed from the device. Viscoelastic is dried in the nozzle. The plunger is not advanced and is not advancing when the lever is pressed. The lever is moving freely. The lens is returned with the viscoelastic dried on both sides of the lens. One haptic is broken torn and not returned. The device is taken apart for further evaluation. The canister is fully punctured. Krytox is observed on the canister neck. No damage observed to o-rings. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated the device activated with no issues. The reporter stated did break the inserter because there was a question of whether the lens was actually in the inserter. The root cause for the reported complaint is deemed to be manufacturing related (the faulty sub-assembly is supplied by company vendor in bray). The device was subject to handling, the device was partially disassembled prior to being returned, due to this we are unable to determine the cause of the reported lens damage. The product did not meet specifications. The plunger is not advancing when the lever is pressed. Company product history records confirm that the product met release criteria. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery, surgeon pulled the tab, attempted to insert the lens and it was not engaged in anyway. The cartridge was removed from patient eye once surgeon realized the lens was not engaged. Didn't have any issues with preloading the inserter, surgeon did note that a clicking sound was not heard like usual and breaked the inserter because there was a question of whether the lens was actually in the inserter, noticed it was smushed up against the side but didn't attempt to extract. Additional information has been received and states that at first, the surgeon did not think there was a lens inside the cartridge and for investigation, broke it open. The lens was inside the cartridge but it was completely up against the side. The blue pusher could not make contact with the lens to push it forward. So, tried to dislodge the lens but stopped after one of the haptics broke off. There was no impact to the patient.